Manufacturer narrative:
(B)(4). As reported by insight study, the patient suffered an endoleak type ia approximately one month after the procedure. No secondary procedures were performed and the endoleak is currently ongoing. All inclusion and exclusion criteria were met. The ipsilateral side was the right side. General anesthesia was given. There were no additional procedures performed prior or after introduction of bifurcate. There was successful insertion of the delivery system through the vasculature and successful deployment of stent-graft. The device was deployed at the anticipated location with successful placement of stent-graft relative to renal and hypogastric arteries and no unintentional occlusion of a branch vessel. There was no device deficiency, sac rupture, adverse event, or endoleak after deployment or at discharge. At the one month follow-up, the patient had a spiral CT with and without contrast. The device was intact and patent. However, it was reported that a type 1a endoleak had occurred. The endoleak was described as moderate, and highly probable related to the index procedure and possibly related to the incraft device. It was not considered a serious adverse event. Observation and a secondary aaa intervention will be performed. It is currently ongoing /resolving. A giant palmaz stent placed in order to treat the type 1a endoleak. The endoleak resolved more than a month after it was first noted. Approximately four years, one month, and one day post index procedure, the patient developed endoleak type 1a with moderate severity. The relationship of the endoleak to the index procedure is highly probable and the relationship to the incraft device is probable. This was not found to be a serious adverse event. The endoleak was observed. More event information to follow and the adverse event is ongoing resolving. The product was not returned for analysis. A product history record (phr) review of lot 17237712 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿bifurcated aortic prosthesis endoleak type 1a¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics or patient factors, although unknown, may have contributed to the reported event. Type I endoleaks are a well-known possible outcome of endograft procedures and are listed in the instructions for use as such. In a type I endoleak, there is poor apposition between one of the attachment sites of a stent-graft and the native aortic or iliac artery wall, and blood can leak through this defect into the aneurysm sac. These can occur in as many as 20% of cases. Type I endoleaks are further sub classified by the location of the leak. Type ia endoleaks may occur at the proximal end whereas type ib endoleaks occur at one of the distal iliac artery attachment sites, or type I endoleaks may occur where the components overlap and can be due to inadequate or ineffective seal at the graft ends or attachment zones. It occurs in as many as 10% of cases. They are often the result of unsuitable patient (aneurysm) selection or device selection, but can also occur if the graft migrates. A type I endoleak can be seen immediately after stent-graft deployment because of incomplete dilation of the stent-graft, aortic tortuosity, or steep aortic angulation. Later development of a type I endoleak may be related to changes in the configuration of the aorta as the aneurysm sac shrinks. Type I leaks are considered significant as they do not tend to resolve spontaneously and are often associated with measurable increases in aneurysm sac size with a high risk of aneurysm sac rupture due to direct exposure of the aneurysm wall to aortic pressure. Type I leaks are generally treated as soon as detected. Extension cuffs, bare metal stents or covered stents can be inserted at the leaking graft end to improve the seal, or embolization of the leak site with glue or coils can be used. Rarely, if detected intra-operatively during evar, conversion to an open procedure may be required if endovascular methods of sealing the leak are unsuccessful. Unsuitable anatomy of the infrarenal aortic neck is the most common reason for ineligibility of patients for endovascular abdominal aortic aneurysm (aaa) repair (evar) and subsequent surgical repair. Additionally, it frequently results in proximal attachment failure after evar and resultant type ia endoleak. If type ia endoleak is left untreated, it is associated with a high-risk of aaa expansion and rupture. Additional deformation of the aortic neck due to the ongoing disease process may have exacerbated this event as the patient had previously required overstenting to repair an endoleak type ia one month post index procedure, which was completed successfully at that time. According to the instructions for use, which is not intended as a mitigation of risk ¿at the completion of the procedure, perform angiography to assess the prosthesis for proximal, modular overlap and distal endoleaks and to verify position of the implanted prosthesis in relation to the aneurysm, the renal as well as internal iliac arteries. Cautions: high pressure injection of contrast media made at the edges of the prosthesis immediately after implantation may cause an endoleak. Leaks at the attachment or connection sites should be treated using a balloon catheter to remodel the prosthesis against the vessel wall. Major leaks that cannot be corrected by either re-ballooning may be treated by adding aortic or iliac extension components to the previously placed stent-graft components or any other method per local practice and the clinical situation. Any leak left untreated during the implantation procedure must be carefully monitored after implantation. Warning: failure to diagnose renal artery flow-interruption and endoleaks post prosthesis deployment may result in renal failure or ruptured aneurysm. Failure to diagnose internal iliac artery interruption post prosthesis deployment may result in buttock claudication, bowel ischemia or sexual dysfunction.¿ neither the phr nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported by insight study, the patient suffered an endoleak type ia approximately one month after the procedure. No secondary procedures were performed and the endoleak is currently ongoing. All inclusion and exclusion criteria were met. The ipsilateral side was the right side. General anesthesia was given. There were no additional procedures performed prior or after introduction of bifurcate. There was successful insertion of the delivery system through the vasculature and successful deployment of stent-graft. The device was deployed at the anticipated location with successful placement of stent-graft relative to renal and hypogastric arteries and no unintentional occlusion of a branch vessel. There was no device deficiency, sac rupture, adverse event, or endoleak after deployment or at discharge. At the 1 month follow-up, the patient had a spiral CT with and without contrast. The device was intact and patent. However, it was reported that a type 1a endoleak had occurred. The endoleak was described as moderate, and highly probable related to the index procedure and possibly related to the incraft device. It was not considered a serious adverse event. Observation and a secondary aaa intervention will be performed. It is currently ongoing /resolving. Addendum (B)(6) 2016: a giant palmaz stent placed in order to treat the type 1a endoleak. The endoleak resolved more than a month after it was first noted. Addendum (B)(6) 2018: modified insight study database indicated that approximately 1 year and 2 months after the procedure, the patient experienced renal insufficiency due to chemotherapy. The event was considered moderate in severity and unrelated to the index procedure or the study device. The patient was put under observation and given medication therapy. The patient was stabilized ten days later. Addendum (B)(6) 2018: modified insight study database indicated that approximately two years after the procedure, the patient experienced lumbar fractured due to osteoporosis. The event was considered mild in severity and unrelated to the index procedure or the study device. The patient was given medication therapy and a lumbar corset. Approximately 4 years and 25 days post index procedure, the patient developed adenocarcinoma of the left lung which was severe and considered to be a serious adverse event. This was found to be unrelated to the index procedure and the incraft device. This led to a serious deterioration in the in the health of the subject and resulted in a life-threatening illness or injury. This also required hospitalization or prolongation of existing hospitalization. The patient was hospitalized for 5 days. This also resulted in a medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. The patient underwent surgical intervention, specifically video-assisted thoracoscopic surgery (vats) of the left lung. This was a recurrent lung cancer for which vats was done. More event information to follow and the adverse event is ongoing resolving. Approximately 4 years, 1 month, and 1 day post index procedure, the patient developed endoleak type 1a with moderate severity. The relationship of the endoleak to the index procedure is highly probable and the relationship to the incraft device is probable. This was not found to be a serious adverse event. The endoleak was observed. More event information to follow and the adverse event is ongoing resolving.